Event description:
It was reported that the motor device stopped working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the motor was heating up fast, grinding, and making rattling sounds due to a broken drive shaft. It was determined that this was used by applying extreme force to the device while in use. The assignable root cause was determined to be component damage caused by misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the event occurred during an unspecified surgical procedure. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization.. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.